Event description:
It was reported that during the implant attempt, the physician was unable to get thresholds with the lead. It was further reported that there was high impedance in each position during the implant attempt. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood/body fluid present on the proximal conductor (not obstructed). The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. The lead appeared damaged at implant.